Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with fortum 1.5 grams (route, frequency, and duration not reported), reflin 1.5 grams intraperitoneally (frequency and duration not reported), and heparin 1000 international units in each bag for three days intraperitoneally for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.